Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of particles within or on the needle hub was confirmed, but the exact cause could not be determined from the photo. One photograph was provided for investigation. The photo showed the hub, safety mechanism, and a portion of the needle cannula of a hypodermic needle. The distal end of the needle cannula was obscured by the needle cover. The needle hub was speckled with a dark material. It is possible that the specks of dark material were molded into the needle hub; however, since the nature of the particulate could not be discerned in the photo, the cause was unknown. A lot history review (lhr) of reby1987 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a needle was contaminated with an unknown debris that "doesn't rub off" and "may be contained within the plastic." Kit was not used, and discarded.